Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marksman catheter was returned for evaluation with the flow diverter. As received, the marksman appeared separated into two segments. The marksman was dissected to remove the flow diverter delivery system. The marksman body was observed to be separated approximately 29.5 cm from the distal tip and was found to be stretched and accordioned at a section near the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. The marksman was tested by running an in-house mandrel through the tip and hub. The mandrel was able to pass through with slight resistance and became stuck at the damaged locations. Based on the photos, analysis findings and reported event description, the reports of marksman separation and damage were confirmed. The broken ends of the marksman exhibited stretching and necking which indicates that separation occurred when the tensile strength of the tubing material was exceeded. It is possible that the patient¿s moderate vessel tortuosity may have contributed to the reported excessive resistance during delivery, subsequently causing the flow diverter delivery system and marksman to become damaged. However, the cause for resistance could not be conclusively determined. Additionally, based on the damage observed on the marksman body (accordioning/stretching/separating), it appears there was excessive force used. In this event, user context may have contributed to the reported issues as the physician continued to advance the flow diverter delivery system despite excessive resistance. Per our instructions for use (IFU), the user should: ¿never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ the lot history record of the reported marksman lot number was reviewed. The lot history record review showed no discrepancies that may have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The marksman catheter has not been returned for evaluation. The device was not returned, therefore the reported event could not be confirmed. An event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of marksman separation during a procedure. The patient was undergoing flow diversion treatment of a giant, unruptured, saccular aneurysm in the cavernous right internal carotid artery (ica). The aneurysm max. Diameter was 42 mm and neck diameter was 9 mm. The vessel tortuosity was moderate. The devices were prepared as indicated in the IFU. It was reported that the marksman was advanced past the aneurysm. The physician attempted to advance the flow diverter, but experienced excessive resistance in a curved segment of the internal carotid artery (ica). The devices were removed without issue. After removal, it was noted that the marksman was stretched in the distal section as well as ruptured in the middle section. The procedure was completed using a new flow diverter with good post-procedure angiographic results. There were no reports of patient injury in connection with this event.